Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, the device had poor staple formation. Accordingly, some staples formed and some did not. The distal end of staple line was open and had incomplete staple line. The staple line was resected and re-stapled. A new stapler was opened in order to resole and complete the issue. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.